Event description:
The service center was informed by the operations coordinator at the user facility that the endoeye flex deflectable videoscope reportedly is not working when they plug it in (no image-no error code) during reprocessing. No patient involvement or harm was reported. The scope will be returned for evaluation.

Manufacturer narrative:
The device was returned to the service center for evaluation. The reported issue was confirmed as the image was found flickering after fog test when the bending section was angulated. Leaking on light guide cover glass tip. Additionally, observed 3rd party repairs/parts performed to the light guide tube, the video cable, bending section cover, 3rd party adhesive applied to the objective lens and bending section cover. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the investigative results, it was possible that the imaging cable might have been broken within the bending section, or the image sensor might have been broken. However, the cause of this breakage could not be further determined. The instructions for use (IFU) provides the following regarding detection methods for the suggested event: "confirm that the wli [white light] and nbi [narrow band] endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.